Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The problems were first noticed when the user attended a scheduled fitting appointment on (B)(6) 2020. It is difficult to assess the user's hearing performance due to her age but before it was reported that the hearing performance had been very good and now she cannot hear with the device. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Received in situ measurements showed affected channels.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. The problems were first noticed when the user attended a scheduled fitting appointment on (B)(6) 2020. It is difficult to assess the user's hearing performance due to her age, but it was reported before that her hearing performance had been very good but now, she cannot hear with the device. The user was re-implanted on (B)(6) 2020.